Manufacturer narrative:
Visual examination found no malfunctions. Full analysis not needed.

Event description:
Related manufacturer's reference number: 2017865-2021-32404. Related manufacturer's reference number: 2017865-2021-32405. Related manufacturer's reference number: 2017865-2021-32407. It was reported the patient presented to hospital due to pocket erosion. The patient's implantable cardioverter defibrillator, right ventricular, right atrial, and left ventricular leads were explanted. A temporary pacemaker was placed. The patient was in stable condition.